Manufacturer narrative:
Corrected section: h-3 device not eval provide code: from "other" to "device evaluation anticipated, but not yet begun." Trackwise ID # (B)(4).

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, vasoview hemopro 2 wand was inserted into the hemopro device and then jaws did not open properly. There was no patient contact as this was part of the pre-procedure testing. A second vh-4000 was opened to complete the procedure without any further incidents.. No patient involvement.

Manufacturer narrative:
Trackwise ID # (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, vasoview hemopro 2 wand was inserted into the hemopro device and then jaws did not open properly. There was no patient contact as this was part of the pre-procedure testing. A second vh-4000 was opened to complete the procedure without any further incidents. No patient involvement.

Manufacturer narrative:
Trackwise # (B)(4). The lot # 25155458 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. The device was returned to the factory for evaluation on 26feb2021. An investigation was conducted on 23mar2021. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed on the harvesting handle. The heater wire was observed to be completely flexed away from the hot jaw, remaining attached at the base, but with detachment at the tip of the hot jaw. The clear silicone insulation was observed to be intact, no visual defects were observed. A mechanical evaluation was conducted. The blue toggle was manipulated to open and close the jaws with no physical or visual difficulties. When the jaws were closed, they were aligned, no gaps were observed. When the jaws were opened, they were also observed to be in alignment. No electrical testing was done due to the extent of the completely flexed heater wire. Based on the returned condition of the device, the reported failure "mechanical issue" was not confirmed, but was confirmed for the analyzed failure "material twisted/ bent wire".

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 wand was inserted into the hemopro device and then jaws did not open properly. They were closed when advanced and retracted. The device was used on a patient but there was not any patient injury/harm. A second vh-4000 was opened to complete the procedure without any further incidents.